Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.the steerable guide cathter referenced is being filed under a separate medwatch report.

Event description:
This event is filed for pericardial effusion and difficulty removing the device, requiring surgical intervention. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc) was advanced into the patient anatomy. The clip delivery system (cds) was inserted into the sgc and advanced for positioning. Some difficulty was noted visualizing the clip during the staddling process. A pericardial effusion was noted, and an attempt was made to remove the cds; however, the cds was stuck in the sgc and could not be removed. It was verified that the clip was in the closed position and the physician pulled on the cds again, but the cds could not be removed. The cds was flushed, but still could not be removed. Attempts were made to remove the cds and sgc; however, the patient was sent to surgery to remove the devices. The devices were removed, the pericardial effusion was treated with closure of the atrial perforation, and a surgical annuloplasty was performed. The mitral regurgitation was reduced from grad 4 to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult steerable guide catheter (sgc) removal was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The patient effects of pericardial effusion, perforation and hemorrhage are listed in the mitraclip instructions for use as known possible complications associated with the mitraclip procedure. The reported difficult sgc removal appears to be related to user technique due to poor visualization causing the user to have difficulty straddling the device and pushing the key past the distal proximal junction. The patient effects of hemorrhage and perforation appear to be related to patient/procedural conditions. In regard to the pericardial effusion, it is possible that the difficult visualization during straddling contributed to the patient effect; however, this cannot be definitely confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.